Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. There was no assignable cause determined for the system error 2330 found in the logs. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent.

Event description:
A system error 2330 was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 07:23:57. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.